Event description:
Report provided by the end user states that they have experienced a rash under the distal tape border. It has not spread or gotten worse. The rash appears red; non-raised. The skin remains intact. Rash covers full tape outline at the distal border. The end user reports usually changing the wafer every 2 weeks but over the last couple of weeks the frequency of change is every 2 to 3 days. In the past, the end user reported using a liquid dish soap on the skin to remove the adhesive but has not done that recently. The end user contacted her home healthcare provided for rash and it was recommended applying hydrocortisone cream to the rash and leaving the appliance off for several hours. The end user also is using barrier rings. Instructed to crust with the ostomy powder and barrier wipes. The end users subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 482 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.